Event description:
The customer reported that the unit is displaying a 10004 error. He stated that the unit displayed this error message several times and was found during routine testing. He attempted to print the unit's status log, but the unit kept displaying the 10004 error.

Manufacturer narrative:
H3 and h6. The factory has not yet received the device for evaluation and this complaint is still under investigation.